Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited atrial oversensing of ventricular activity, which resulted in inappropriate atrial tachy response (atr) episodes being stored. Technical services discussed programming options to mitigate this, including recommended changes to blanking and av delay. No adverse patient effects were reported. The programming changes were made and the patient was going to be seen again in three months. No adverse patient effects were reported. The device remains implanted and in service.